Event description:
It was reported by the customer and via medwatch "during PICC procedure, bd powerpicc provena ft catheters with sherlock 3cg tip positioning system (tps) stylets s1275108fd5 lot# rehn2437 2 kits noted leakage at rubber-like stopper and stylet before insertion and replaced. 3rd only leaked after insertion and resolved with stylet removal. PICC successfully placed. 2 piccs retained." It was reported this occurred with 3 devices. This report addresses the successfully placed device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.